Manufacturer narrative:
(B)(4): the complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown.although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a male patient (patient age and weight are unknown). During the procedure, physician met resistance as the guide catheter was retracted for stent deployment. The guide catheter became stuck on the guidewire, the suture tore, the guide catheter broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.